Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned external portion of the driveline confirmed wire damage that would have contributed to the pump stops and low speed events observed in the submitted log files. The submitted log files contained events from 17feb2026 ¿ 09mar2026. Multiple low speed and pump stop events were captured on 06mar2026 and 08mar2026 occurring on both battery power and the power module. Additionally of note, a driveline fault associated with a yellow wrench advisory was captured on 06mar2026. Based on previous complaint experience, these events appear indicative of a potential issue with the driveline resulting from conductor breakdown and a phase to phase short. A distal end driveline repair was performed by an abbott technical services representative on 08mar2026. According to the account, the issue resolved following the repair. Approximately 28.0¿ of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing revealed higher resistances measured on the green and black wires which fluctuated with manipulation of the cable. No other discontinuities were found in the other wires during this testing. Upon removal of rescue tape, several tears in the outer jacket were observed along the length of the cable. The outer driveline layers were removed, and microscopic inspection of the underlying wires revealed breaches in the insulation of the green and black wires approximately 20.0¿ from the controller connector. High-potential testing was performed, confirming the exposed conductors. No other areas of damage to the underlying wire insulations were identified. If the exposed conductors of the green and black wires came in contact or contacted the braided shield simultaneously while the patient was connected to battery power or the power module, the resulting phase to phase short could have resulted in the pump stops and low speed events that were confirmed via the submitted log files. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate ii lvas patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's driveline was partially cut and the pump was stopping intermittently. Log files were submitted for review and captured 23 pump stops and 8 low speed advisories beginning at 12:44 pm on 06mar2026. These alarms appeared to be occurring on batteries. It was recommended that the patient be put on an ungrounded cable and the percutaneous lead be immobilized. Tech services was onsite on 08mar2026 to perform an external splice. There were no cuts noted on the driveline. The patient was intubated and sedated for the procedure, however patients family noted the patient never uses wall unit and only uses battery power. It appeared that the patient was putting fresh electrical tape on the driveline and started the pump off events. Extensive electrical tape covered the majority of the driveline on the proximal side of the driveline near the exit site. An area that produced the pump stop when manipulated was identified approximately 26 inches from the metal connector. There was minimal space to perform the repair to capture all the damaged areas. The external portion was replaced with no issues with the exception of one pump stop noted during the procedure, however the pump came back on after several seconds. No further pump stops were noted after the repair. Log files were submitted for review and captured the reported pump stops but did after that the pump was operating as expected. Additional log files were submitted for review on 09mar2026 and the pump was running as intended.